Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of a bent pin in power port 1 was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed visual inspection due to a bent pin in power port 1 and a loose power port 1 connector. Heartware has opened an internal investigation to evaluate bent pins in controllers. Heartware has an open internal investigation to evaluate the anomalies of loose connectors. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this failure is not related to the reported event. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the controller power port was noted to have broken pins. The controller was exchanged with no reported consequence or impact to the patient. The event was not associated with any controller alarms or vad stops. It is unknown if the device had been dropped or if the user applied excessive force when connecting the power sources to the controller. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.